Event description:
The facility's biomed reported an infusion pump with a 500 failure code. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event.